Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2013, the onset of the recorded atrial burst episode was not observed. An explanation is requested.